Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not feeling the stimulation due to lead migration. The lead was revised and remained implanted in the patient. The patient was doing well postoperatively.